Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found all the plunger clamps in the pipette assembly were from year 2004. All the plunger clamps, tip clamps and lld contact springs were replaced. The instrument was inspected, tested without further problem, and returned to service.